Event description:
It was reported via literature that a procedural thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). When the closure device was advanced into the was a large thrombus was identified in the left atrium. Heparin induced thrombosis was suspected and argatroban was administered. The thrombus was aspirated via a syringe and the was and thrombus were removed from the patient under continuous negative pressure. A secondary, small thrombus was identified in the left atrium. Brain magnetic resonance imaging showed no presence of acute stroke or stroke symptoms. No further information on the status of the patient is available.

Manufacturer narrative:
B3: date of event - date or poster presentation (B)(6) 2023 used as event date is unknown. Ando, s., okino, m., fukutomi, m., onishi, t., tohara, t. (2023, august 4). A case of a new giant thrombus in the left atrial appendage during laao procedure (poster presentation). The 31st annual meeting of the japanese association of cardiovascular intervention and therapeutics, fukuoka, japan. Cvit2023.live.